Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon could not insert the blue auxilliary trocar easily into the anvil portion of the device. The surgeon eventually forced the device in and then had difficulty removing. They continued with the device once the auxilliary trocar was forced out of the anvil. The device fired fine. As a result of the difficulties encountered with this device, the procedure was prolonged 10 minutes. There were no adverse consequences for the patient.